Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: freestyle lite test strips are not compatible with the omnipod system. Additionally, the exact date of event is unknown. The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that beginning in (B)(6) 2012, she experienced multiple symptoms described as sick, nauseated, very weak, dizzy, pressure in stomach and chest area, blurred vision, vomiting, and weight loss, and stated her symptoms persisted until (B)(6) 2013. Customer further reported that she was "brought to ER 3-4 times and was hospitalized 3 times" (unspecified dates) and attributed this to a readings issue, stating her omnipod meter would read "sometimes very high but more so low" when used with freestyle test strips. Customer reported receiving "several diagnoses from different doctors; severe high blood sugar but most of severe low blood sugar" but was unable to recall any readings related to her diagnoses due to not having the information available. Customer added that when she was put in the hospital, multiple medications were given (prednisone, hydrocortisone, and fludrocortisones) to stop the symptoms and she was also "given lots of IV, had ultrasound, MRI, x-rays, cat scan, and 'gastric emptying'". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1372570) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.